Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. System was tested and is ready for use. Isi received the iesu to perform failure analysis (fa). Fa was able to reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the monopolar energy was not working, and error c-34 was present. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer replaced the instrument energy cable, replaced the instrument, and power cycled the erbe generator, with no change. The tse confirmed multiple c-34 errors in the logs. The tse had the customer ensure no pedals were being depressed in the vision side cart (vsc) drawer. The tse asked if any magnetic interference from a CT scanner or other electro surgical unit could be occurring. The customer stated that no such machines were in use. The tse recommended switching to a force triad generator or replacing the vsc. The customer stated they would locate a force triad generator and had the activation cable to connect it to the vsc. The procedure was completed with no reports of patient injury.